Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens model 2 months following the initial implant procedure. Additional information has been requested.

Event description:
Additional information was provided, that the iol did not cause or contribute to the events of blurry vision. And ultimately the iol exchange. The blurry vision and explant were, due to a statistical error. And iol power prediction, due to previous corneal refractive surgery. The initial iol was replaced with the same model iol, but one diopter difference in power. Following the replacement of the initial iol, the patient¿s issues have resolved. And the surgeon¿s prognosis is excellent. There is no reported defect or fault with the lens.

Manufacturer narrative:
Based on information received, following the submission of the initial report. This event no longer meets criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).